Event description:
During placement of venal cava filter in the inferior vena cava, the legs of the filter did not fully open. The procedure was sucessfully completed by placing a second filter above the first filter. No patient complications were reported.